Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient had an unconfirmed uti on (B)(6) 2015. The patient's temperature was at 105.4 degrees at the hospital's trauma department. The patient had no symptoms. Infection control was involved, many tests were taken, and no significant results were found. The patient was on 3 antibiotics including nitrofurantoin macro liquid 50 mg. The cause of the utis was unknown.

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0j8g1, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information was received from the patient that reported the patient had experienced a loss or change of therapy. They were not staying dry and they wanted help to increase stimulation. They did not feel stimulation. They increased the amplitude and they felt stimulation in the correct area. They increased stimulation on program 2 starting at 2.4 and increased it to 2.6. The stimulation was comfortable. It was noted to be a sudden change in therapy/symptoms approximately two weeks prior to report. The patient had multiple uti's recently and they would get no symptoms but they were discovered with urine tests. It happened when the patient was a young woman and she was uncomfortable. One was discovered early, while in rehab and was on macrobid for 10 days. The second one was discovered when she went to the health care professional (hcp) on (B)(6) 2015 and they started medication 4 days later on nitro florentine and macrodantin for 30 days. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.